Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the tip of the device is hardened in the sterile pack and the glue can not flow through the tube.

Manufacturer narrative:
Samples received: 2 open and 7 closed pouch. Analysis and results: there are no previous complaints of this reference batch of which (B)(4) were manufactured and distributed in the market. There are no units in stock. We have received two open pouches with the ampoule already open, thus further evaluation is not possible. In the seven unopened samples received, there were polymerization nuclei along the cannula that caused the obstruction of the cannula. When trying to extract the glue from the ampoule in five of them was not possible or a lot of pressure had to be done. Ageing studies were performed with the purpose of provoking the complained defect and study the influence of environmental conditions in its apparition. The environmental conditions influence the apparition of the polymerization nuclei along the cannula. A temperature of 40ºc caused the formation of polymerization nuclei along the cannula and the obstruction of the cannula after 9 days of exposure. Therefore, and according the instructions for use, histoacryl should be stored at ambient temperature below 22ºc. The ampoule containing the adhesive should only be removed from the aluminium pouch immediately prior to application. Final conclusion: taking into account that the samples received does not fulfill b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b.braun surgical requirements.